Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer called tandem technical support for assistance with stopping the insulin on board (iob). Reportedly, the customer accidentally programmed a bolus request for a carbohydrates value of 743 grams instead of 43 grams. The customer experienced a low blood glucose (bg) level of 65 mg/dl, which was treated by consuming juice. At the time of the reported event, the customer had 9 units of iob for 2 hours remaining. Tandem technical support educated the customer regarding the iob. During a follow-up call on (B)(6) 2017, the customer confirmed that blood glucose levels had returned to target range.